Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure during warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the pediatric patient´s parent changed the sensor the previous day. The new sensor that got inserted failed during warm up and never provide any cgm readings. They insert a new sensor again and it failed again during warm up and never worked at all. The patient was feeling tired and exhausted, the parent took the patient to the hospital. There were no bg reading taken at that time. The patient was admitted to the ICU and there they took a bg reading which was 1000 mg/dl. The patient was diagnosed with dka. They treated the patient with 4 IV bags with insulin and potassium and other 2 IV bags of medication. The patient stayed in the hospital for less than 24 hours. He was discharged on the (B)(6) 2024, at 3:00pm with a bg meter reading of 155 mg/dl. At the time of the report the patient was still recovering. Data was provided for investigation. The allegation was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.